Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 41 (motor power supply voltage error detected. This is measured before each single insulin pump stroke, and then continually measured periodically during the entire motor driving period), pump error 43 (an error in the motor was detected by reading an unexpected value from the hall sensor) and received a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the battery failed alarm, and the customer reported that no damage to the battery cap contacts or compartment springs. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm and able to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and sleep current test. Unit successfully downloaded to thus/thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 67.0 received the low battery alert (104) on 11/04/2025 06:36:00 after more than 7 days at 17.41 days. Battery cycle 65.0 received the low battery alert (104) on 10/17/2025 18:17:00 after more than 7 days at 17.91 days. Battery cycle 63.0 received the low battery alert (104) on 09/13/2025 04:02:00 after more than 7 days at 18.04 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No pump error 43 and 41 alarms noted during test. However, verified in the pump history download the pump alarmed pump error 43 and 41 on 11/15/2025 at 18:12:37 due to corroded motor home switch. No moisture damage noted to the pcb1 board or pcb2 board during visual inspection. The following were noted during visual inspection: corroded motor home switch, scratched case, pillowing keypad overlay, battery tube threads cracked, missing display window cover, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails near battery tube. The p-cap/reservoir does lock properly. No pump error 43 and 41 alarms noted during test. However, the pump history download confirmed the pump alarmed pump error 43 and 41 due to corroded motor home switch. No power errors noted and passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.